Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was over 500 mg/dl. Customer was transported to the emergency room (ER) via ambulance. As paramedics were unable to find a vein that would allow for intravenous therapy, treatment plan was discontinued. Upon arrival to the ER, bg lowered (175 mg/dl). No treatment was administered. After 2 hours customer left the ER in stable condition. Tandem clinical support discussed event with the customer. Reportedly, customer has scar tissue and customer changed the infusion set cannula to a shorter length.